Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited oversensing of noise which led to automatic mode switch (ams) episodes. The noise was not reproducible in clinic. No intervention was performed. Patient was in stable condition.